Event description:
It was reported the patient went to the hospital because he received inappropriate shocks due to ventricular noise oversensing. The physician decided to replace the lead and the old lead was cut before the trifurcation and a terminal cap was applied. The patient's condition was fine post-procedure.

Manufacturer narrative:
(B)(4).